Manufacturer narrative:
The product has been requested back for investigation. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 5 of 5 MDR submissions).

Event description:
Abbott diabetes care (adc) received a medwatch declaration which reported the following information: the customer reported that the needle of their adc device broke off in their arm. It was indicated that the customer had to go to the "emergency department to have their needle removed." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.